Event description:
Boston scientific received information that this transvenous lead had dislodged. Elevated pacing impedances and high thresholds were also noted. Surgical intervention was performed to surgically abandon and replace the lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted only the proximal section of the lead was returned. As the lead was partially abandoned and cut during explant. Electrical and resistance tests were performed on the lead segment, and measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies, and the severing of the lead was determined to be a result of induced damage due to the lead explant. Laboratory testing was unable to reproduce the reported clinical observations of dislodgement, high impedances, or high thresholds, and detailed analysis did not reveal any abnormalities.